Manufacturer narrative:
(B)(4). The minicap was returned still attached to the transfer set and was analyzed. Visual inspection confirmed the cracked minicap. The cracks propagated along the knit lines of the minicap. An underwater leak test was performed which identified a leak along the identified cracks. The cause of the cracks was due to the user attempting to secure the minicap onto the transfer set too tightly. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between jun 17, 2013 and jun 20, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample is reported to be available for evaluation. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a customer experience a mini-cap cracking during use. It was reported that the home patient attempted to twist on a mini-cap and it would crack and iodine would leak. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.